Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has not received the permanent cautery hook instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the permanent cautery hook broke off at the joint when it was inserted through the 8mm trocar. The broken fragment was retrieved during the same surgical procedure. The case was completed robotically with no reported injury using backup instrument. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.